Event description:
It was reported that when the customer went to monitor a possible drug overdose pt, the device's service light came on. The customer then called for a second device, which arrived just under ten minutes later. There were no adverse effects to the pt due to this delay as therapy was not needed. The pt survived the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The nibp module was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed nibp module; however, the reported failure was not duplicated. The module functioned properly on a mock-up device. Further root cause of the reported failure was not determined.